Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been recieved from the user facility. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product was in spec when used.

Event description:
Allegedly a fragment broke off the obtrator and remains in patient.